Event description:
The valve was explanted due to thrombosis. Per echocardiogram dated 1999: "pv" leak with severe mitral regurgitation was observed. Per the pathology report, following explant, dated 1999: thrombus was identified on the valve. (Avert)